Event description:
It was reported to covidien on 10/05/2009 that a customer had a problem with a defibrillation electrode. The customer reports that in the ER a pt got burned by the defibrillation electrode. The tech placed both defibrillation pads on the front of the pt, but the pt received burns in the shape of the pads to his back. Silvadene cream was initially ordered, however, there was too much drainage coming from the burns and the silvadene cream was discontinued. Aquacel ag was then ordered for treatment of the burns then later discontinued after a consultation from dermatology. Dermatology then restarted silvadene cream for the treatment of the burn. Pt was later followed in outpatient by plastic surgery where his doctor changed the treatment to bactroban.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.